Event description:
It was reported that a patient experienced recurring occlusion alarms (alert 35) on a replacement ilet insulin pump shortly after successful setup, with the issue described as occlusions that recurred after initial normal use and associated with infusion set and supply factors. Symptoms included episodes of low blood glucose that required carbohydrate intake and were self-managed. Outcomes included no emergency care, no hospitalization, and resolution of concerns with patient doing well at follow-up. Investigation included case review, user interview, and troubleshooting and education with the care team. Investigation of this case revealed that the occlusion condition was addressed through user support and that no device malfunction was confirmed. It was concluded that the event was consistent with an occlusion alarm scenario related to infusion set or use conditions, and that continued education and monitoring were appropriate.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.